Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose was 71 mg/dl. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.